Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 30-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 5 and 6 did not open. A field service engineer removed the medication jam to resolve and customer verified functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the drawer displayed an error instructing to pull it open because it was not exposed when attempting to issue an item. Drawers 05 and 06 appeared yellow in the populate buttons and did not open when the locate button was selected. A hard reboot was performed, but the issue was not resolved. The medication was doxycycline 100 mg tab 06 02. However, there were no adverse events or injuries reported based on this event.